Manufacturer narrative:
Continuation of d10: product ID 97740 serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(6), UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer will not switch on. They inserted new batteries but it still was not working. The physician can interrogate the implant battery with their programmer, so the device is not at eos yet. The issue was not yet resolved. The programmer was replaced, and the patient has her new controller and all is working well.